Event description:
Ous MDR- after implantation the pacemaker continued to give impedance values higher than 2500 ohm in the atrium and ventricle (both unipolar and bipolar). The doctor decided to replace this device with another one of the same type, which was successful. No adverse pt events were reported.

Manufacturer narrative:
Ous MDR.